Manufacturer narrative:
The associated complaint device was not returned. The photo provided could not confirm the stated failure. The clinical/medical team concluded, it has been communicated that no clinical documents are available at this time. Therefore, no thorough clinical assessment of the reported issue can be rendered. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Product was sterilized according to sterilization release documentation from quality control. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that a revision surgery of the mdf modular neck was performed due to elevated metal ions and mild soft tissue reaction.